Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A pericardial effusion was noted on echo prior to the procedure. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was passed through the sheath and multiple attempts to place the device in the laa were felt to be inadequate due to the proximal position of the device. With sheath manipulation there was evidence of possible cardiac perforation with accumulation of a pericardial effusion on echocardiogram. This was accompanied with hemodynamic collapse a pericardiocentesis was performed with a pericardial drain was placed. Rapid reaccumulation of the effusion occurred so cardiovascular surgery was consulted and the patient was transferred to surgery. During surgery, suture repair of left atrial appendage and closure of the left atrial appendage with a non-boston scientific device was performed. There were no complications following surgical intervention. The patient made a full recovery and was discharged.